Event description:
During laparoscopic procedure a bioplar cutting and coagulation forceps was in use stopped working after first cut. The device was inoperable. The doctor switched instrumentation and successfully completed the case. There was no injury to the patient reported. Date of event is an estimate. Initial reporter was asked for the information, but could not say with complete accuracy.

Manufacturer narrative:
Evaluation summary: (1) powerblade bipolar cutting& coagulating forceps forceps was sent to the manufacturer, lina medical for proper investigation. Their conclusion to the investigation stated "had no fault." We now examined the returned powerblades and we found that one had no fault and we can, therefore, nor accept the complaint for this. The other powerblade, however, had a lot of blood in the handle which has caused a short circuit. The powerblade is unsulated all the way in the 5 mm cannula so the problem has clearly arisen in the handle. We assume that there was a lot of blood during the procedure and that the powerblade has been dipped too deep into the blood, thereby causing the blood to enter the handle due to the pressure in the abdomen. We recommend that the surgeons be careful not to dip the powerblade too deep into the blood for too long.